Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was alarming low flow, the water flow rate (wfr) was between 0.6 to 1 l/min. One of the connections has bubbles. Nurse stated they had each pad connected to a different leg of the fdl; they tried moving them to the same one, but this did not help. Had nurse pause therapy, empty the pad, and disconnect pad. Nurse confirmed there were no kinks in tubing. Had nurse reconnect pad with proper technique. Nurse resumed therapy. Nurse noticed a hissing/leak sound coming from the pad. Nurse will swap the pad out and will call back if they continue to have issues. Unable to get s/n before nurse hung up. Per follow up information received via phone on 07apr2026, transferred to the nicu. Spoke with charge nurse who noted two neonate pads had been used on this patient and pads were overlapped. They noted the patient had some exposed skin so two pads had to be used. They confirmed only one of the pads seemed faulty at the time, so they only exchanged one of the two pads. They believe the pad had been exposed of. There was no record of retention, and they have not seen it stored anywhere.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation a DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was alarming low flow, the water flow rate (wfr) was between 0.6 to 1 l/min. One of the connections has bubbles. Nurse stated they had each pad connected to a different leg of the fdl; they tried moving them to the same one, but this did not help. Had nurse pause therapy, empty the pad, and disconnect pad. Nurse confirmed there were no kinks in tubing. Had nurse reconnect pad with proper technique. Nurse resumed therapy. Nurse noticed a hissing/leak sound coming from the pad. Nurse will swap the pad out and will call back if they continue to have issues. Unable to get s/n before nurse hung up. Per follow up information received via phone on 07apr2026, transferred to the nicu. Spoke with charge nurse who noted two neonate pads had been used on this patient and pads were overlapped. They noted the patient had some exposed skin so two pads had to be used. They confirmed only one of the pads seemed faulty at the time, so they only exchanged one of the two pads. They believe the pad had been exposed of. There was no record of retention, and they have not seen it stored anywhere.